Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the reason for the patient's call was because their patient programmer wasn't working properly. It was stated they weren't able to increase amplitude after changing between groups a and b, and they were seeing icons on the patient programmer indicating stimulation was off, a flashing warning symbol. It was noted the patient programmer was set on icon mode instead of text mode. The patient tried changing the batteries multiple times and wasn't able to resolve the problem. It was reviewed how to change the patient programmer to text mode, and the patient confirmed seeing the word "off." They turned therapy back on and stated after turning stimulation back on, they felt a jolt which was not like a shocking sensation but was like a tidal wave over their body. The patient then confirmed they were feeling better after a few minutes. They didn't realize stimulation was off, but they were having symptoms of dyskinesia particularly in their feet where they described it as "somebody might want to dance with me the way my feet were going." It was stated they thought they accidently turned therapy off when changing between groups the day prior to the call. Troubleshooting resolved the reported issue. The patient programmer was functioning normally, and therapy was back on. No further patient complications have been reported as a result of this event.